Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an infected abdominal aortic aneurysm. Aneurysm and vessel morphology were not a factor in this event. It was reported that the patient had a known aortic infection. The physician decided to implant the endurant stent grafts before doing an open repair in hopes that the infection would subside thus saving the patient from an open repair. No issues were reported at the time of implant. It was reported that five days post index procedure the infection has worsened and the decision was made to explant graft. The stent graft was successfully explanted; however, the patient still has infection. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (infection); unapproved use of device (stent graft was used for treatment of an aortic infection); patient's condition affected effectiveness of device (pre-existing aortic infection). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (pre-existing aortic infection); user error contributed to event (stent graft was used for treatment of an aortic infection).